Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) re-implant surgery. The prior aus was previously removed due to an erosion of the cuff. A new aus system was further implanted. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.